Event description:
Patient returned the infusion device for control with no allegations. Preliminary evaluation shows the vibrator does not work normally. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Due to a user error during cartridge change, the insulin pump correctly triggered the e7105 error messages. The analysis of the history gave evidence, that the cartridge was introduced into the cartridge compartment, while the pump drive was performing a rewind, or the cartridge was not removed before the rewind start. According to the user manual for accuchek spirit combo insulin pumps, the rewind has to be performed without a cartridge inserted. See chapter 2.7 (inserting the cartridge). The vibrator works normally. The problem mentioned by the customer is related to a handling issue.